Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2026-02233 submitted on 2 feb 2026 should have been "12 feb 2026" instead of "14 jan 2026," as the issue was not actually confirmed until then.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a measurement error with bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the reported event was not a device issue, which did not indicate a device malfunction and did not cause a serious event.